Event description:
It was reported that during an initial procedure, three drills fractured. No fragments fell into the patient, and the procedure was completed using backup instrumentation. The surgical technique was followed. No contributing patient conditions were identified, and no additional harm to the patient was reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 01-9196 (unknown), 01-9196 (unknown). G2: foreign - the event occurred in china. H6: proposed annex g code - mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. For all three drills the complaint is confirmed. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show three total drills. The drill pictures do not show any etch, making lot number identification impossible from the provided pictures. In all three cases the drill tips have fractured near the fluted portion of the drill. A determination cannot be made from the pictures as to what caused the fractures to occur. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.